Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was revised as the physician felt it needed to be deeper in the pocket. The ipg remains in use. No patient complications have been reported as a result of this event.